Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse during pulse testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The root cause of the monophasic pulse was isolated to a damaged t3 transistor on the defibrillator pca. The root cause of the damaged transistor was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.